Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d4, g4, h6.

Event description:
Patient reported left side no complaint against the device. Patient later reported "presence of previous breast implants in the subglandular plane, hardened, adhered to deep planes, painful on manipulation, cysts, rippling on the skin surface and capsular contracture baker grade iii." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, wrinkling, cyst.

Event description:
Patient reported left side no complaint against the device. Patient later reported "presence of previous breast implants in the subgranular plane, hardened, adhered to deep planes, painful on manipulation, cysts, rippling on the skin surface and capsular contracture baker grade iii." Device remains implanted.